Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During case, where the 2 pin clamp attaches to array adaptor it is cross threaded. It would not tighten the array enough to hold it in place. Case type: pka. Provide more detail: when noticed has already finished cuts however weren't able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes.

Event description:
During case, where the 2 pin clamp attaches to array adaptor it is cross threaded. It would not tighten the array enough to hold it in place. Case type: pka. Provide more detail: when noticed has already finished cuts however weren¿t able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes.

Manufacturer narrative:
Reported event: it was reported that "during case, where the 2 pin clamp attaches to array adaptor it is cross threaded. It would not tighten the array enough to hold it in place. Case type: pka. Provide more detail: when noticed has already finished cuts however weren¿t able assess leg with trials because array would not hold in place. Surgical delay: 10 minutes." The event was confirmed. Method & results: device evaluation and results: visual inspection: the adaptor showed signs of damage. See attached images. Functional inspection: the device is non-functional. Product history review: review of the device history records indicates 40 device(s) were manufactured and accepted into final stock on 23oct2012 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112100, lot 19020412 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the investigation concluded that alleged failure mode was caused by damage. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication or evidence available at this time to suggest that there was a product non- conformity or unanticipated hazard. Should additional information become available the investigation will be reopened and re-evaluated.